Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 9-apr-2025. The blockage was in the tubing. No further information was available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010291, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010291 was packaging according to the work instruction (wi) version 82, in the line multivac 12 on 12/nov/2024, with a total of (B)(4) units. Gluing of tubing the lot 4k06565 was manufactured according to the wi version 42 in the gluing of tubing in the machine mp08, mp05 and mp04, on 03/nov/2024, with a total of (B)(4) units. The lot 4j05596 was manufactured according to the wi version 42 in the gluing of tubing in the machine mp08 and mp04, on 05/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. .